Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Number 7 states, "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 9 of 10 mdrs filed for the same event (reference 1825034-2016-01979 / 01988). Additional event for this patient reported on 1825034-2016-01963. Hospital discarded as biohazard.

Event description:
Patient reported undergoing a left shoulder revision procedure approximately eight month post-implantation due to pain, limited function, and suspected infection. All components were removed and replaced with cement spacer molds. Operative report noted pain, limited function, and previously infected hip as an indication for revision.